Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
On (B)(6) /2013, it was reported that the pt had experienced hyperglycemia due to a bent cannula. She was admitted to the emergency room with a blood glucose level of 600 mg/dl. She was in the hospital for two days. The infusion set was requested to be returned for product eval.

Manufacturer narrative:
The complaint cannot be verified. No material has been returned from the customer and no lot number is not known, no investigation could be performed. Therefore, the complaint cannot be verified. No product returned for evaluation.